Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6.

Event description:
Healthcare professional reported "deformity and disproportion". This record is for the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: appropriate term / code not available.

Event description:
Healthcare professional reported "deformity+ disproportion". This record is for the "left" side. The device has been explanted.

Event description:
Healthcare professional reported "deformity and disproportion". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.